Event description:
Additional information received indicates that the pain at the lead site has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2024-00094. It was reported that the patient experienced pain at the lead site. As such, surgical intervention took place on (B)(6) 2023 wherein the leads were sutured down further to the facia to address the issue.

Manufacturer narrative:
Date of event is estimated.